Event description:
It was reported by the pt's daughter that post a coronary drug eluting stenting treatment procedure, the pt experienced pain, numbness, shortness of breath, fainting and symptoms of blood clots in the lungs. The pt underwent a catheterization procedure and had a 3.00x12mm taxus liberte drug eluting stent (des) implanted in the left anterior descending artery (lad). Since the procedure, the pt has experienced "episodes" of pain, numbness, shortness of breath and fainting. The pt was admitted to the hospital and underwent a series of tests. An ultrasound of the pt's leg showed no blockage or blood clots and the pt's stress test was fine. The physician said that the pt had symptoms of blood clots in his lungs. Per follow up with the physician, these symptoms are not believed to be related to the stent implantation. The pt's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.